Manufacturer narrative:
(B)(4).

Event description:
The patient reported they needed to schedule an appointment with the manufacturer's representative (rep) for reprogramming because they were in pain again and experienced a loss of therapy on (B)(6). The healthcare provider (hcp) further reported the patient use to feel stimulation in their trapezius muscle area, but now they were feeling it in other areas of their arm and even up into the side of their head depending on their position which started on (B)(6). There were no traumas or falls reported that could be related to this issue. Another request was made to meet with the rep. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.